Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjy4785. Visual inspection noted that the balloon was partially inflated and asymmetrical prior to the start of the evaluation. During testing, deflated balloon passively using the returned syringe with no cuffing noted. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. The balloon was asymmetrical. Observed 100:0. Deflated balloon passively in 49 seconds with no cuffing noted. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test, the sterile water did not return well from foley catheter, so its use was refrained from. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 10dec2025.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water did not return well from foley catheter, so its use was refrained from.

Event description:
It was reported that during the pre-test, the sterile water did not return well from foley catheter, so its use was refrained from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.